Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported having decreased kidney function for about a year. The patient also noted bladder constriction for the past 6 months. The patient stated the healthcare professional (hcp) did not think he was retaining enough urine to cause constriction. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.